Event description:
It was reported that during embolization of type I endoleak after tever, the coil (subject device) was prematurely detached during placement. The detached coil (subject device) was pushed into the mass by the delivery wire and placed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to manufacturer.

Manufacturer narrative:
Manufacturing date ¿ added d4 expiration date - added. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was the subject coil was prematurely detached during placement, it was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. However, it was reported that continuous flush was not set up and maintained during the procedure. As per the dfu in order to achieve optimal performance of the detachable coil system it is critical that a continuous infusion of appropriate flush solution be maintained, as this was not carried out, its likely this caused the reported premature detachment. So therefore, a probable cause of user error will be assigned to the reported event since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during embolization of type I endoleak after tever, the coil (subject device) was prematurely detached during placement. The detached coil (subject device) was pushed into the mass by the delivery wire and placed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.